Event description:
It was reported there were high impedance spikes on the right ventricular (rv) lead. It was further reported the patient had multiple high rv coil impedance spikes greater than 200 ohms. Additional information obtained from the clinic noted that as the patient's ejection fraction was now within normal limits, the ICD therapies were turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.